Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dental office is referring them to an orthodontist, both the doctors opinion and invisalign's opinion they are not fit to have or continue clear aligners due to them having a borderline class iii bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.